Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was possibly fractured. A lead integrity alert was triggered due to the sensing integrity counter and non-sustained ventricular tachycardia episodes. Fast sense (fs) markers were seen on the electrograms so the lead pacing vector was reprogrammed to see if noise would be revealed. The fracture was confirmed, and the lead was capped and replaced. It was also reported that the patient experienced phrenic nerve stimulation (pns) due to the left ventricular lead, and the lead had high threshold. The lead was reprogrammed to resolve the pns and later reprogrammed again to resolve the high threshold. The lead remains in use. No further patient complications have been reported as a result of this event.